Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records did not include the operative report; however, the pt reported that her left hip was revised on (B)(6) 2010.